Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient's ins has migrated toward the middle of the back and feels like it is on top of their spine. The patient was seen in clinic on (B)(6) and the healthcare provider (hcp) submitted authorization request to insurance company for a pocket revision. The issue is not resolved . The surgery is pending authorization from insurance. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause of the ins migrating was thought to be because it was not sutured down. No further complications reported/anticipated.